Manufacturer narrative:
Internal reference: (B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was visually and functionally evaluated. During functional testing of the device, an error message was displayed indicating an eeprom failure. This confirms the signal failure which is related to the reported complaint. Visual eval of the device revealed multiple kinks on the wire which might have occurred during handling and or return shipment of the device. The dome from the distal tip was also missing. The tip dome damage is not related to the reported complaint, the tip dome has no electrical functionality and does not effect signal performance. It is not known if the dome could have fallen off during removal from the sterile pouch or when preparing for wire for the procedure. (B)(4). A missing dome could contribute to decreased wire handling performance. The dome can be damaged or weakened by exposure to oxidizing agents such as bleach or peroxides which are commonly used in hospitals for disinfection of devices after use. However, the method of decontamination of the device prior to return shipment to the MFR is unk. This event is being reported because the MFR could not determine at this time when the dome separated. No further action required unless new info is obtained.

Event description:
It was reported that the primewire guide wire had an intermittent signal during an intervention. The signal was lost and came back. Further clarification from the doctor who reported the event revealed that the device was not advanced into the pt. It is his opinion that the complaint was based on unstable signal alert; which was probably more a problem of the connector than the wire itself. The doctor further stated that from his point of view, there is no safety risk for the pt at the moment. The device was returned for eval. Prior to device decontamination, the device was visually inspected and the 0.5 x 0.5 mm epoxy dome was observed to be missing from the device.